Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked/splattered during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for splatter with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As stated in bd's instructions for use, activation may result in splatter of blood from the needle. For greatest safety, the thumb technique should be used and activation should be performed away from self and others. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for splatter with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.